Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of manufacturing documentation revealed that the device met all requirements for release. The reported "high power" event was confirmed via analysis of the controller log files which revealed a significant increase in the pump's power consumption on (B)(6) 2017. 1 high watt alarm was logged on (B)(6) 2017. The site reported that the patient received lysis therapy for pump thrombosis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital when the nurse saw a significant power increase on the right ventricular assist device (rvad). High power alarms and hemolysis were also noted. The patient received lysis therapy for a pump thrombosis. The vad remains in use. No further patient complications have been reported as a result of this event.